Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 1. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240 alarm. The rn stated they were aware of the incident. The rn stated the care giver (cg) was attempting to add an extra solution bag to the line once therapy had started which caused the system error 2240 alarm. The rn stated they explained the proper procedure to the cg. The rn stated the hp has been doing therapy fine. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.